Event description:
It was reported via repair work order that the foot end of bed would not lower due to malfunctioned coupler. It was further reported that the fowler limit card was bent. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.